Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system was explanted due to the patient experiencing pocket infection. During the procedure fluid, inflammation, hematoma and erosion of the skin was observed. This system was disposed of and will not be returned for analysis. No further adverse patient effects were reported.